Event description:
A malfunction was reported on the pump by the caller, identified as malf 1 with a fault ID of 0x200c. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump; however, the malfunction persisted. To address this, technical support arranged for a replacement pump and provided the caller with necessary instructions for returning the malfunctioning pump and setting up the new one. The caller was informed about potential updates and understood the requirements for connecting their continuous glucose monitor to the new pump.